Event description:
Contact reported that 6-months post op the bottom right slim-loc screw had backed out 2mm from the plate. The surgeon is watching to ensure that it does not migrate further. No date has been set to explant at this time. As surgical intervention may be required an MDR shall be filed to document this event.